Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Dialysis clinic staff discovered a small hole in the blue lumen of the catheter. This required that the line immediately be repaired. The repair allowed the device to remain in the patient.